Manufacturer narrative:
(B)(6).

Event description:
It was reported that that while the medfusion pump had the potential to deliver an inappropriate bolus. No patient injury or complications were reported in relation to this event.